Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and capd disconnect y set. The dark blue connector (female connector) on the connecting tube sticks to the connector part of the drain bag and detaches. This occurred after draining during disconnection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The blue patient connector y set was connected and disconnected using the returned transfer set by hand and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.